Manufacturer narrative:
Report source: (B)(6), operating room supply chain. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bilateral breast reduction, the clear insulation sleeve on the electrode fell off into the patients cavity but retrieved. They used another competitive like device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned electrode met specification. Visual inspection found that the tip of the electrode was slightly charred. The reported condition was not confirmed. The device was not missing any components. The investigation found that no components were missing. The customer did not report the generator settings. Visual inspection found that the electrode tip to be slightly charred. The purpose of the coating is to limit the tissue from sticking to the electrode. The coating erodes as the electrode is activated. The tip of the electrode also discolors when activated and used on tissue. This is a normal part of electrosurgery and is not considered a defect. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, the maximum power limits for series blade electrodes are as follows: coag, 35 watts, pure cut or blend, 50 watts. The IFU warns: the sparking and heating associated with electrosurgery can provide an ignition source. Observe fire precautions at all times: when using electrosurgery in the same room with gases or flammable substances, prevent pooling of fluids and the accumulation of gases under surgical drapes or near the surgical site. Tissue buildup (eschar) on the tip of an active electrode poses a fire hazard, especially in oxygen-enriched environments, such as in throat or mouth procedures. Eschar plus high oxygen may create embers. Keep the electrode clean and free of all debris. If information is provided in the future, a supplemental report will be issued.